Event description:
It was reported that one of the universal surgical manipulator (usm) arms ¿recoiled back.¿ no further information was provided. The issue could have occurred while an instrument/endoscope was inside a patient. There was no information available on how the usm arm issue was resolved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The customer reported that they had no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.